Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to recurring incontinence. A new artificial urinary sphincter 4.5 cm cuff was implanted.